Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing on the right ventricular (rv) lead. There was also high impedance and possible fracture. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead warning alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. 500 v-sic are recorded beginning (B)(4) 2014. An rv pace lead impedance alert occurred on (B)(4) 2014. There are 29 ventricular fibrillation (vf) and 50 non-sustained tachycardia (nst) events of less than 220 ms v-v cycle recorded between (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).